Event description:
It was reported that customer experienced a blood glucose (bg) level of ¿low¿ (specific bg value was not provided). The customer alleged that pump pressure seemed to be too high and delivered too much insulin; however troubleshooting for the issue could not be completed and the alleged root cause could not be confirmed. Customer removed the pump and consumed carbohydrates to address the low. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.